Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component, catalog # 00599601551, lot # 62139974, nexgen lps-flex articular surface, catalog#: 00596403210 lot#:, nexgen all poly patella, catalog # 00597206532, lot # 62137430, palacos bone cement, catalog # 00111314001, lot # 74624301, palacos bone cement, catalog # 00111314001, lot # 74624301. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00169, 3007963827-2018-00035, 0001822565-2018-00089, 0002648920-2018-00177, 0001822565-2018-01374, 0001822565-2018-01375 . Product location unknown.

Event description:
It was reported that soon after initial implantation of devices, the patient began experiencing pain, swelling, difficulty ambulating, audible noise and instability of devices. At that time, tests showed no abnormalities. Approximately three years post initial implantation, radiographs showed confirmation of device loosening and failure. The patient was then revised to address an infection and loosening of components. No additional patient consequences were reported.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported in operative reports that during the revision procedure the surgeon noted extensive synovitis noted with reddish brown discoloration of the synovial tissue. There was also copious amounts of clear serous synovial fluid noted. The surgeon further noted that the femoral component was found to be well-fixed with no evidence of loosening. However, the tibial component was found to be subsided medially with the tibial baseplate completely buried with a reactive bone and also obscuring the base of the liner. Finally, the tibial baseplate was found to be completely debonded from the bone cement and the bone cement still being fixed firmly to the underlying bone. The tibial tray and articular surface were removed and replaced in addition to a tibial stem being implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: patient identifier, ethnicity, date of report, event, date rec¿d by MFR, PMA/510k, type of reportable event, if follow-up, what type, device evaluated by MFR. Corrected: concomitant medical products. Reported event was confirmed by review of op notes. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.